Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional sgc device referenced in b5 is filed under a separate medwatch report number.

Event description:
This is filed to report a leak. It was reported that a mitraclip procedure was performed to treat mitral regurgitation. It was noted that during device preparation, the first steerable guide catheter (sgc) experienced a loss of fluid column. A second sgc was opened but also experienced a loss of fluid column. A third sgc was then used to complete the procedure. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported leak was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported leak (loss of fluid column during prep) cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.